Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating a system power failure. There was no patient involvement. The fse evaluated the device on site. It was determined that this may be a malfunction of the clock battery. The fse informed the customer to change the clock battery. If the clock battery change does not fix the battery, the customer was informed that then the computer's cpu would need changed. Multiple attempts were made to determine which was determined to have caused the reported issue and how the issue was resolved; however, this information was unavailable. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.